Event description:
A healthcare facility in spain, via a fisher & paykel healthcare (f&p) field representative, reported that a iw934 cosycot infant warmer had a broken wheel. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the hospital, our knowledge of the product and previous investigations of similar complaints. Results: the photograph revealed that the one of the wheels that support the iw930 baby control cosycot infant warmer had been bent. Conclusion: we are unable to determine the cause of the observed damage. Based on past complaints, as the cosycot warmer is designed to be moved from ward to ward, it is possible that an accumulation of accidental bumps and/or collisions between the castor wheels and walls, uneven surfaces or when transported to and from a lift can over time may damage the part due to impact shocks and vibration during use. One of the maintenance procedures recommended on product technical manual to be performed at least annually is to check for castor roll and lock as a functional test for the wheel. The exercise ensure the castor in good working order and correct the fault immediately before it worsens.